Manufacturer narrative:
Corrections to concomitant medical products and device evaluated by MFR. The reported event that screwdriver blade 1.7mm,cross-pin,dental was alleged of 'component/device stuck' could not be confirmed, since the device was not returned (got lost during transit to freiburg) for evaluation and no other evidences were provided. Note: the customer reported that this screwdriver has likely been on the set for nearly 10 years and is likely to be worn. The screwdriver has been quarantined from use. So based on that given information, the root cause was attributed to be other related. The failure was caused by normal wear and tear over the years. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. H3 other text : device was lost in transit

Event description:
The customer reported that as the surgeon was implanting a screw into the finger of a male patient, the screw got stuck in the screwdriver. The surgeon tried to toggle the screwdriver to release the screw but this action pulled the screw out from the bone. The patient had osteoporosis. The case was completed successfully as there were other holes in the plate which could be used. There were no delays to surgery. The customer reported that this screwdriver has likely been on the set for nearly 10 years and is likely to be worn. The screwdriver has been quarantined from use.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that as the surgeon was implanting a screw into the finger of a male patient, the screw got stuck in the screwdriver. The surgeon tried to toggle the screwdriver to release the screw but this action pulled the screw out from the bone. The patient had osteoporosis. The case was completed successfully as there were other holes in the plate which could be used. There were no delays to surgery. The customer reported that this screwdriver has likely been on the set for nearly 10 years and is likely to be worn. The screwdriver has been quarantined from use.